Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow-up visit, post-paced t-wave oversensing issue was observed. Programming changes were made. Patient was stable.